Event description:
The customer reported that a connector was torn out of the system. No patient injury was reported.

Manufacturer narrative:
The customer ordered parts to replace a bad contact in a broken wire. No further repair information is available.